Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: pre-op diagnosis: stenosis and slippage at l4-5. Procedure: posterolateral arthrodesis transverse process bilaterally l4-5. Posterior segmental instrumentation, l4-5 synthes 45x2x5.2, 40x2x5.2. Interbody graft at l4-5 11mmx2. C-arm use and interpretation. Somatosensory evoked potentials monitoring arms and legs. Bilateral fasciectomies of l4-5. Diskectomies, l4-5 bilaterally. Allograft used mitek and bmp use. Pre-op notes: ama placement was done at l4-5 to the transverse processes to cannulate them and allow placement of mitek anchor to hold the allograft securely which had been wrapped in bmp. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.